Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation system error 2240 (air in line), this situation occurred during drain 2 of 4. The technical service representative (tsr) assisted the home patient (hp) to close all clamps and transfer set, cycled power off and on to a system error 2367, cycled power off and on to press go to start prompt. Baxter explained the alarms and hp stated they found the lines to be wet (there was an open clamp found on the supply line) and has 4 cats and dogs and sleeps in a recliner. The hp would finish tonight's therapy manually. Baxter explained to discard all supplies and to report alarms to the nurse next morning. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was use error, there was an open clamp. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.